Event description:
It was reported that using an unspecified artery access approach during a procedure of the non-tortuosity, non-calcified, 90% stenosed, de novo left anterior descending (lad) artery the 3.5 x 15 mm trek balloon dilatation catheter (bdc) was advanced towards the lesion and inflated. It was noted that the balloon slipped distally or proximally when pressure was applied at unspecified low atmosphere (atm). The trek bdc continued to move approximately 6 times during the inflation attempts at low pressure; the bdc was removed without any noted resistance or issue with the guide wire. The lesion was further dilatated using a non-abbott bdc and a stent was implanted without reported issue. Additionally, the 3.5 x 15 mm trek bdc was to be used for post-dilatation of the stent and while being manipulated outside the anatomy for use the balloon area was pinched with fingers and the outer member and the inner member was separated into two pieces. The device was not used again in the anatomy. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the used device was returned for analysis. The reported balloon slippage could not be replicated/confirmed in a testing environment. The reported shaft separation was confirmed on the return. The definitive cause(s) of the balloon slippage and shaft separation could not be determined. 1 unused representative sample with the same part and lot number was returned for evaluation. Analysis showed the unused returned device with no damage noted and all dimensional and functional testing met manufacturing criteria. In summary, the unused returned device did not show any indication of deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the similar incidents complaint history of the reported lot did not indicate a manufacturing issue. Based on the visual inspection of the returned device, there is no indication of a product quality deficiency. Based on the information reviewed, there is no indication of a product deficiency.